Event description:
It was reported that pump displayed cartridge change error, so customer removed pump the previous day and switched to multiple daily injections and requested technical support. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to inspect cartridge o-ring and pneumatic tap area, clean pump with alcohol wipe or lint-free cloth, and reattach cartridge fully, and later was advised by escalated support to attempt loading cartridge filled with water, but customer remained uncomfortable resuming pump use and multiple follow-up calls and emails from support were unsuccessful before case was closed.